Event description:
A report was received from the customer with the following event description: the monitor didn't charge the defib. It took several attempts and moving the plug around until the monitor would charge. The pt was shocked out of v fib into a narrow complex tach. There were no adverse affects to the pt reported as a result of device use.

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be a damaged therapy cable connector. After replacing the therapy cable, proper operation was observed during functional and performance testing.